Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, customer reported that balloons leakages were observed on the icy catheter (lot #unknown) and cool line catheter (lot #unknown). No known impact or consequence to patient information was available.